Manufacturer narrative:
Additional narratives there can be several root causes of leaflet thickening, such as early thrombosis, early endocarditis, or svd. Leaflet thickening may lead to regurgitation or stenosis. Surgical/percutaneous intervention may be indicated or required. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 27mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 8 years due to severe stenosis, leaflet thickening, motion restriction, and mild regurgitation. The patient is asymptomatic.

Event description:
It was reported that a patient with a 7300tfx 27mm mitral valve is being evaluated for a valve-in-valve procedure after an implant duration of 8 years due to severe stenosis, leaflet thickening, motion restriction, and mild regurgitation. The patient has remained largely asymptomatic with worsening phtn.

Manufacturer narrative:
H10: additional narratives updated b5, b7, and h6 per new information received.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The most likely cause is patient factors, including cad. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.